Event description:
The customer reported to olympus, during a procedure, the endoscopic co2 regulation unit made a lot of noise and the stomach of the patient had swollen too much. The issue occurred with two (2) patients. There was no harm to the patient. The procedure was completed, and no more visits had to be made. The facility continues to work with the device as usual. This complaint is related to patient identifier (B)(6) (endoscopic co2 regulation unit, ucr).

Manufacturer narrative:
The olympus field service technician stated the issue occurred because the customer did not handle the device correctly. The user used the air from the light source and the co2 device at the same time which should not be done, causing the stomach of the patient to swell a little more than necessary. The olympus representative went through the process on how the user needs to perform the action. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 2 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due the customer not handling the device correctly and using air and co2 devices from the light source at the same time, resulting in unnecessary expansion. The device was not returned for evaluation. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿during use, always stop the device like light source from supplying air. If ¿stop¿ is not selected, a mixture of air and co2 may be supplied into the patient body.¿ olympus will continue to monitor the field performance of this device.